Event description:
Caller reported a malfunction on pump, with no notable events occurring prior to the issue. There was no adverse impact to customer's blood glucose level. Technical support attempted to reset pump multiple times, but it would not power off, leading to approval for pump replacement. Customer will use multiple daily injection (mdi) as backup therapy and was advised they would receive a pump with updated software. Replacement pump was sent to the customer.